Manufacturer narrative:
Complained product will not be not available.

Event description:
Head keeps popping off the handle - oral-b [device breakage]. Case narrative: consumer via r&r stated that the brush is knock offs and the head keeps popping off the handle while brushing. No injury was reported.